Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: customer reported that the sharp edges on the eyelets caused bleeding when he inserted the catheters. Pt required antibiotic therapy to prevent infection.